Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A webform complaint was received in which it was reported a customer experienced an adhesive issue with the adc sensor and was unable to obtain readings and monitor glucose levels. As a result, customer experienced hypoglycemia with symptoms described as "sweat¿. Customer was unable to self-treat and was given juice by a health-care provider. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. No physical damage was observed on the returned sensor patch and no issues were observed with the returned sensor adhesive. No malfunction or product deficiency has been identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A webform complaint was received in which it was reported a customer experienced an adhesive issue with the adc sensor and was unable to obtain readings and monitor glucose levels. As a result, customer experienced hypoglycemia with symptoms described as "sweat¿. Customer was unable to self-treat and was given juice by a health-care provider. There was no report of death or permanent injury associated with this event.